Event description:
It was reported that this system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 2000 ohms. Additionally, oversensing of noise on the rv lead was reported. Technical services (ts) was consulted and recommended adjusting alert configurations on latitude nxt and further monitoring. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 2000 ohms. Additionally, oversensing of noise on the rv lead was reported. Technical services (ts) was consulted and recommended adjusting alert configurations on latitude nxt and further monitoring. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated on event description on b5 and updated impact codes in h6. This investigation will be updated should pertinent information become available in the future.